Event description:
Reporter stated that pt tested blood glucose, prior to sleeping, and receiving a result of 324 mg/dl. Pt dosed insulin (amount not provided) based on this result, reporter indicated that, 2 hours later, they tested pt's blood glucose, using a borrowed blood glucose monitor, and received a result of 34 mg/dl. Reporter stated that pt was disoriented and nearly comatose. Emergency medical services were contacted, and upon their arrival, pt was given glucose paste. No additional treatment was received. No controls were in use. A request was made for the return of the suspect product and replacement product was sent.